Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Insulin pump also received with moisture damage on the motor, battery tube and vibrator assembly. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump being submerged in jacuzzi for two minutes. Customer reported that insulin pump was still functional and just wanted to report incident. Customer's blood glucose was 144 mg/dl. Customer was advised that insulin pump would need to be replaced.